Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. A review of the pump history showed that the pump did emit multiple low battery warnings. The reporter denied any power loss or physical damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on the verify screen in accordance with normal operation. There were low battery warnings observed in the black box history. There was no evidence of excessive battery usage observed in the black box history. There was evidence of a partially charged battery installed. The battery compartment was intact with no cracks observed. There was evidence of moisture contamination inside the battery compartment. The battery cap was able to be fully tightened and a power loss was not observed. All current draws were within specifications. The pump case was removed and no additional moisture was observed inside the pump. There was no evidence of intermittent contact with the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.